Manufacturer narrative:
Although requested, add'l incident info and device return requests have, to date, been unsuccessful. A single digital photograph of the mated connection of the two reported devices was reported. MFR's investigation: method code, other - lot build record review: a review of the mfg lot build records was performed for the reported lot # 22671571 manufactured, tested, inspected, and released. The lot build records showed all visual, dimensional, and functional qc lot testing met all specs. There were no exception or rejection documentation generated during the mfg lot build. A two year review of the complaint database for this list number/similar problem recorded no reports or investigations identifying a design or mfg defect and or non-conformance. Visual eval of the digital photograph was inconclusive. There no visual cracks/damages seen on the ICU mfg. Ch3072 connector component. Findings: the involved devices were not returned for analysis and confirmation. The cause of the reported leakage incidents are unk at this time.

Event description:
Int'l ((B)(4)) complaint received concerning chemo leakages with use of hospira plum primary line cassette sets and ICU mfg. Ch3072 30" 20 drop admin sets w/integ clave drip chamber. There were no reported adverse pt or operator consequences. The two incidents were reported as follows: (B)(6) - attending clinicians found "... Leak from b-line luer lock connection where it is attached to the blue bung port of hospira plum primary line cassette. Pt receiving herseptin chemotherapy which leaked. Leak was noticed after 15/20 minutes of start of infusion. It was screwed on tight but leaked at the connection site. Hed to change the b-line so the pt was under-dosed with their chemotherapy." (B)(6) - attending clinicians found ".. Leak from b-line luer lock connection where it is attached to the blue bung port of hospira plum primary line cassettes. Pt receiving carboplatin chemotherapy which leaked. Leak was noticed (40 o 50 mls) after 50 minutes of start of infusion. It was screwed on tight but leaked at the connection site. Had to change the b-line so the pt was under-dosed (estimated to be 40/50 mls) with their chemotherapy.